Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the initial shoulder arthroplasty the post on trial broke. No piece were falling into the wound and everything was retrieved. No patient impact was noted. A couple minutes was noted as delay during surgery. No additional information is available.

Manufacturer narrative:
The following report is being submitted to relay additional information received. The investigation is in progress. Once the investigation is completed a follow up MDR will be submitted.

Event description:
No additional information was provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified the post on the humeral trial is fractured. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.